Event description:
The device was used during a "vats". Reportedly, the approximating lever was broken after firing the device. Another device was used to finish the procedure. No pt injury was reported.